Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the event data and determined that the assay adjustments were unacceptable and the counts per seconds were high. The rsc specialist suspected that there was a high light flash during photo-multiplier tube (pmt) read which can be due to dirty pmt shutter or luminometer chain baffle or a misalignment of the pmt shutter. The rsc specialist determined that the pmt shutter did not close completely and the down position was potentially misaligned. The rsc specialist also found an error "bar code was read but tube in place sensor did not see tube". A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument and following rsc specialist's recommendation, the cse determined that there was error in pmt shutter alignment. The cse performed recalibration to obtain a full shutdown of pmt shutter, after which the issue resolved. The cause of the discordant tpi results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant troponin I (tpi) results were obtained on patient samples on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting different than the initial results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tpi results.

Event description:
The customer reported that different results were obtained on patient samples upon initial and repeat testing for hepatitis b surface antigen (hbsag) assay on an immulite 2000 xpi instrument. The customer provided example for two patients, which upon initial and repeat runs on the same instrument were reactive and nonreactive, respectively. The initial results were not reported to the physician(s). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant hbsag results.

Manufacturer narrative:
The initial MDR was filed on 28-mar-2018. Additional information (05-mar-2018): the customer obtained discordant hbsag results on several patient samples.

Manufacturer narrative:
The initial MDR 2247117-2018-00022 was filed on (B)(6) 2018. The first supplemental MDR 2247117-2018-00022_s1 was filed on (B)(6) 2018. Additional information (B)(6) 2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any mechanical issues. The hsc specialist concluded that the issue could have potentially resolved with the alignment of the photo-multiplier tube shutter. Additional information (B)(6) 2018): the samples were repeated either on the same immulite 2000 xpi instrument or on an alternate platform, resulting different than the initial results and matching the clinical picture of the patients. Section has been updated with this information.

Event description:
The samples were repeated either on the same immulite 2000 xpi instrument or on an alternate platform, resulting different than the initial results and matching the clinical picture of the patients.